Event description:
In 2005, a pt fell backwards while being raised in a viking m pt lift/hoist. According to the facility caregiver, while the pt was initially being elevated from their bed, the pt reached up and grabbed onto the sling hanger bar. This uneven weight distribution led to the hanger bar's center bolt breaking, causing the pt to fall backwards onto the bed. The pt reportedly was not injured. Liko inc.'s local distributor was informed of the incident two days later. On that same day the lift was inspected, the sling hanger bar was replaced, and no other signs of wear were observed. The lift was then returned to service.